Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right atrial (ra) lead implant attempt while positioning the lead, the lead would not come out of the sheath. When the physician removed the sheath and lead at the same time, the lead helix was stretched and no longer usable. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. Introducer insertion test was performed, the lead went through the introducer without obstruction.